Event description:
It was reported by the patient's wife that the patient passed away. Multiple attempts were made to the patient's neurologist for additional information; however, no further relevant information has been received to date.

Event description:
Information was received that the patient passed away in december, and the cause is unknown. It was stated the patient had a lot of health and mental issues per the physician. The patient was drinking and later was found at home deceased. No additional relevant information has been received to date.